Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were connecting to ins for MRI but were receiving "internal device has lost all data, contact your clinician" message. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller stated MRI had issues attempting to connect to ins yesterday as well. Reviewed meaning of message and that message would need to be cleared by hcp before ins can be turned off/put into MRI mode for head scan.